Event description:
During eval of a returned homechoice machine, an overfill was discovered. In the therapy session started in (B) (6) 2008, drain 3, the home pt's ultrafiltration (uf) reading was 1022ml. This uf indicates that the home patient drained 1022 ml more than the programmed fill volume of 2500ml. The pt did not experience any symptoms of fullness or discomfort associated with the incident. The home pt's nurse confirmed there was no pt injury or medical intervention associated with overfill. No additional info could be obtained regarding this event.

Manufacturer narrative:
(B) (4). The home choice machine was received and evaluated. The eval did not confirm any failure or malfunction that would have caused or contributed to the reported difficulty. The probable cause of this overfill was determined to be insufficient drain/multiple cycles advanced to fill when a slow/no flow condition occurred above the minimum drain volume threshold. The device will be routed to the service area.